Event description:
The customer observed biased glu qc results on the vitros dt60 analyzer biased result could lead to inappropriate physician action. There was no report of patient harm as a result of this event.